Manufacturer narrative:
H3: product analysis: evaluation determined that device was overheating above threshold and the maximum temperature rise was measured to be 147.1°f. The likely cause of failure could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of overheating. It was reported that there was no patient involvement. Repair request escalated to a product event based due to return in less than 90 days from purchase or repair.